Event description:
It was reported that during use on a patient that was "crashing", the pump shut off, and the low battery light was flashing while the pump was plugged into a wall outlet. The patient was transferred to another pump without any further complications.